Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, the real intelligence tablet would only display 3 color tabs: red, green and blue show. The tablet was inactive and not responding to the touch elements and the large 24inch touch screen still worked but kept cutting out after 30 seconds intervals through out the procedure. To troubleshoot, it was ensured direct push insertion of the terminal contacts of the plug into the cori console, the cables were straight and not twisted or kinked during storage and in surgery and the cut out still persists. The procedure was completed, with a significant delay, with the main monitor and the nurse adjusting the plan to the surgeon desires. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6: the real intelligence tablet, rob10027, sn (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The tablet was connected to a cori console, however only 3 color tabs would display (red, green and blue, stating: enter sleeping mode). The tablet was inactive, would not respond to touch and the led indicator flashed continuously until the notification reappeared. The console and tablet indicator weren't green, indicating the tablet was turned off. Once the power control keys in the back of the tablet were enabled, the console indicators flashed and the tablet powered on and continued operating as designed. The most likely cause of this event is a manufacturing issue, not performing task of disabling control keys affecting the operation of the tablet. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.